Manufacturer narrative:
The returned air gas module which regulates the inspiratory air gas flow to the pt has been investigated. Moisture, water and precipitates were found in the filter house, the filter and on the nozzle unit. The reported pre-use check failure was reproduced but when the gas module was tested after drying up it was found flawless. Water within the gas channel and on the surrounding components will have an effect on the flow measurements which can lead to the reported failure during the pre-use check. The most probable source of water into the gas module is the undry air from the hosp gas supply system. According to the user's manual maximum levels of water, oil and chlorine in the supplied gases to the ventilator must not be exceeded.